Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the device found an anomaly during hv automated testing. The device became damaged and no further testing could be performed. (B)(4); no complaint received with return of device; failure (event) observed during analysis.